Manufacturer narrative:
B5: updated.

Event description:
Flxibility study it was reported thrombus occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 27 mm watchman flx device with complete laa seal and deployed device diameter of 24.0 mm. Prior to the procedure 300 mg clopidogrel was administered. Laa imaging post implant revealed complete laa seal with no evidence of thrombus on the atrial surface of the device and left atrium, 2 mm of pericardial effusion (not caused/worsened by implant procedure) and atrial septal shunt of less than or equal to 3 mm size were noted. The patient was discharged with aspirin and clopidogrel. Aspirin and clopidogrel was stopped on (B)(6), 2020 as the patient was not able to tolerate the medication. The follow up transthoracic echocardiogram (tte) dated (B)(6), 2020 revealed complete laa seal with no evidence of thrombus on the atrial surface of the device and left atrium, no evidence of pericardial effusion and atrial septal shunt were noted. On (B)(6) 2021, 418 days post procedure, the patient presented for a follow up visit and transesophageal echocardiogram (tee) revealed complete laa seal with presence of pedunculated mobile thrombus on the atrial facing surface of the watchman flx device with maximum area of 0.8 cm squared was noted. However, no evidence of thrombus in the left atrium, pericardial effusion and atrial septal shunt were noted. The patient was not on any antiplatelet anticoagulant therapy. It was further reported that enoksaparin was started in response to the event.

Manufacturer narrative:
B5: updated. B7: updated.

Event description:
Flxibility study. It was reported thrombus occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 27 mm watchman flx device with complete laa seal and deployed device diameter of 24.0 mm. Prior to the procedure 300 mg clopidogrel was administered. Laa imaging post implant revealed complete laa seal with no evidence of thrombus on the atrial surface of the device and left atrium, 2 mm of pericardial effusion (not caused/worsened by implant procedure) and atrial septal shunt of less than or equal to 3 mm size were noted. The patient was discharged with aspirin and clopidogrel. Aspirin and clopidogrel was stopped on (B)(6) 2020 as the patient was not able to tolerate the medication. The follow up transthoracic echocardiogram (tte) dated (B)(6) 2020 revealed complete laa seal with no evidence of thrombus on the atrial surface of the device and left atrium, no evidence of pericardial effusion and atrial septal shunt were noted. On (B)(6), 2021, 418 days post procedure, the patient presented for a follow up visit and transesophageal echocardiogram (tee) revealed complete laa seal with presence of pedunculated mobile thrombus on the atrial facing surface of the watchman flx device with maximum area of 0.8 cm squared was noted. However, no evidence of thrombus in the left atrium, pericardial effusion and atrial septal shunt were noted. The patient was not on any antiplatelet anticoagulant therapy. It was further reported that enoksaparin was started in response to the event. It was further reported that at the time of reporting, the outcome of the event was considered to be unknown. Further follow-up tee was scheduled after 2 months.

Event description:
Flexibility study. It was reported thrombus occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 27 mm watchman flx device with complete laa seal and deployed device diameter of 24.0 mm. Prior to the procedure 300 mg clopidogrel was administered. Laa imaging post implant revealed complete laa seal with no evidence of thrombus on the atrial surface of the device and left atrium, 2 mm of pericardial effusion (not caused/worsened by implant procedure) and atrial septal shunt of less than or equal to 3 mm size were noted. The patient was discharged with aspirin and clopidogrel. Aspirin and clopidogrel was stopped on (B)(6) 2020 as the patient was not able to tolerate the medication. The follow up transthoracic echocardiogram (tte) dated june 2, 2020 revealed complete laa seal with no evidence of thrombus on the atrial surface of the device and left atrium, no evidence of pericardial effusion and atrial septal shunt were noted. On (B)(6) 2021, 418 days post procedure, the patient presented for a follow up visit and transesophageal echocardiogram (tee) revealed complete laa seal with presence of pedunculated mobile thrombus on the atrial facing surface of the watchman flx device with maximum area of 0.8 cm squared was noted. However, no evidence of thrombus in the left atrium, pericardial effusion and atrial septal shunt were noted. The patient was not on any antiplatelet anticoagulant therapy.